Event description:
A customer contacted beckman coulter inc. (Bci) stating that the low level tbhcg qc when analyzed on the unicel dxc 600i access immunoassay system with the last portion of a reagent pack is out of specifications - high. No erroneous patients' results were produced during this event. However if this were to recur, there is the potential for falsely elevated patient results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied. Per the customer, low level tbhcg qc has been erratic since (B)(6) 2011. The customer stated that the low level tbhcg qc was out of specifications high when analyzed on the last half of a reagent pack. A system check performed on (B)(6) 2011 met specifications. Per the customer, the instrument is programmed to repeat all tbhcg results greater than 5 iu/l. A field service engineer (fse) was dispatched on (B)(4) 2011 and cleaned the wash and precision valves and replaced the precision rotor and shaft. The fse also verified and adjusted the ultrasonics and alignments. The fse also performed verification testing on the instrument. Per the customer, that there were still qc issues after the instrument was serviced. The customer installed a new reagent and has not had any qc issues since. No clear root cause could be determined to date for this event.